Event description:
It was reported to gore that on an unknown date, a patient was treated with the gore® excluder® aaa endoprosthesis trunk ipsilateral leg component pxt281418 lot 9077138, and contralateral leg component pxc141400 lot 8841727 for endovascular treatment of an abdominal aortic aneurysm. On (B)(6) 2012 the patient presented with a type 1 endoleak. Per the information provided to gore the type 1 endoleak was solved using a balloon device. And, as provided the information states that the event is not related to the device or procedure. The patient tolerated the procedure. On (B)(6) 2014, the patient had a follow up office visit with no imaging exam performed.

Manufacturer narrative:
Additional/corrected information: please see field for the results of the imaging evaluation. The instructions for use for the gore® excluder® aaa endoprosthesis states, the gore® excluder® aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy as described below: iliac artery treatment diameter range of 8 ¿ 18.5 mm. Additionally, the IFU states, gore recommends that the gore® excluder® aaa endoprosthesis diameter be at least 2 mm larger than the aortic inner diameter (10 ¿ 21% oversizing) and 1 mm larger than the iliac inner diameter (7 ¿ 25% oversizing). (B)(4).

Event description:
On (B)(6) 2012, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 87mm in diameter and was implanted with gore® excluder® aaa endoprostheses. The trunk ipsilateral leg component was successfully deployed with the contralateral gate on the right side and extended with placement of a contralateral leg component. Control angiography determined a distal type I endoleak in the right common iliac artery (rcia) and additional angioplasty was performed with a coda balloon catheter to resolve the endoleak. On (B)(6) 2012, follow up computed tomography was performed which determined a distal type I endoleak on (B)(6) 2012 the patient underwent re-intervention for treatment of the distal type I endoleak and an additional gore® excluder® aaa endoprosthesis was placed to extend coverage of the rcia. The patient tolerated the procedure. Resolution of the endoleak was unknown. The physician reports the distal type I endoleak was not device or procedure related. The patient's rcia was reported to be aneurysmal with a distal landing zone that ranged 18mm "26mm in diameter. The device implanted in the rcia has an intended iliac inner treatment diameter of 12mm" 13.5mm. Insufficient device oversizing is thought to have contributed to the distal type I endoleak.